Manufacturer narrative:
(B)(4). Date sent: 8/28/2020. Investigation summary: the handpiece was received with the cable damaged right next to the end cap. In addition no cracked or damage at the housing was noted as reported. The damage on the end cap caused an open circuit condition on all the internal cables, this was confirmed with a continuity test. It was connected to a generator, evaluated with a test instrument and the hand activation feature was non functional. However, it worked properly with foot switch assembly. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to what caused this issue. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Manufacturer narrative:
(B)(4). Batch: r9565t. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the inner core of the handle broke. Changed to another device to complete surgery. There was no patient consequence reported.